Event description:
While inserting the cannula into the eye, the yellow polyamide sleeve broke off the hub and fell into the eye. The broken piece was retrieved and the procedure was completed with no injury to the pt.

Manufacturer narrative:
Visual inspection found the polyamide sleeve has broken off at the base near the hub. The edges of the sleeve look jagged and have a torn appearance. The cause of the tear is unk. This form has been completed by the MFR.